Event description:
It was reported that the surgeon was inflating the balloon quickly and it burst at 500 psi. No damage was done to patient and rupture had no affect on patient outcome according to the surgeon. No patient complications were reported.

Manufacturer narrative:
(B)(4). Location : hospital. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Product analysis: visual review confirms rupture. Functional analysis not possible due to a large hole on the ibt balloon. The rupture is consistent with contact with bone splinters during surgery.